Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was found to have one severely bent grip, causing misalignment of the grips. A clip could not be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not clip. No fragment fell into the patient. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.